Event description:
The customer reported device was showing no alarm status information error. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.